Event description:
It was reported that the patient¿s system was explanted on (B)(6) 2014 due to device failure and the system was not replaced. There was not a 50 percent or greater symptom reduction and the patient lost effectiveness over time and requested the device be removed. The components involved in the event were the implantable neurostimulator (ins) and the lead. The troubleshooting done to provide insight to the issue was reprogramming attempts that were not successful. The cause of the event was not determined. There was no patient death and the patient recovered without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 3889-28, serial # unknown, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis of the ins ((B)(4)) found no anomaly.